Event description:
It was reported that pump screen went dark and would not turn on, and pump began beeping with red light flashing around button. Customer¿s blood glucose level was reported as ¿High¿ on meter, with specific value unknown. Customer gave correction insulin injection using multiple daily injections, switched to this backup therapy to maintain insulin delivery, and did not require assistance from a third party. Technical Support guided customer through button press and charging steps, but pump screen did not turn on, so replacement pump with updated software was arranged under warranty after confirming shipping details.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.